Manufacturer narrative:
This report is being filed to provide and correctedinformation in investigation: a review of the device history record (DHR) for this unit showed noirregularities during manufacturing that were relevant to this issue.investigation is in process. A follow-up report wil be provided.

Event description:
The customer declined to provide patient ID and age.

Manufacturer narrative:
This report is being filed to provide updated.

Manufacturer narrative:
This report is being filed to provide corrected information updated root cause: based on the clinical findings and run data file analysis, the root cause forthe clumping in the product was due to inadequate anti-coagulation of the extra corporealsystem; either due to running the procedure at an inlet:ac ratio that was too high to providesufficient anticoagulation for the patient physiology, or incomplete break of the frangible on thecorrect connect for the ac bag.during a procedure in which more than a single bag of anticoagulant is needed, when the bagempties the sensor detects air and gives the prompt, "ac container is almost empty". It is likelythat when a new anticoagulant bag is used, the anticoagulant line will still contain fluid, and, if thefrangible in the correct connect is not broken or if it is incompletely broken, that is, in thepresence of low or no flow in the anticoagulant line, fluid could remain in the line and there wouldbe no alarm indicating the inadequate flow condition.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: based on the clinical findings and run data file analysis, a specific root cause for the clumping in the product could not be determined. Possible causes include, but are not limited to: inadequate anti-coagulation of the extra corporeal system due to an incomplete break of the frangible on the correct connect for the ac bag. During a procedure in which more than a single bag of anticoagulant is needed, when the bag empties the sensor detects air and gives the prompt, "ac container is almost empty." It is likelythat when a new anticoagulant bag is used, the anticoagulant line will still contain fluid, and, if the frangible in the correct connect is not broken or if it is incompletely broken, that is, in the presence of low or no flow in the anticoagulant line, fluid could remain in the line and there wouldbe no alarm indicating the inadequate flow condition. Running the procedure at an inlet: ac ratio that was too high to provide sufficient anticoagulation for the patient physiology.

Manufacturer narrative:
Investigation: per the customer, approximately 1600 ml of anticoagulant acd-a was used during the run and approximately 57 ml of anticoagulant was left in the bag. A tbct representative visited the customer site and ensured that all staff was reminded that they must fully break the frangible connector on the ac bags by bending it in 4 directions. The customer believed that the cause of the product clumping was due to incompletely broken frangible on correct connect anticoagulant (ac) bag. With correct connect, the frangible is either broken or it is not, there is either full flow or no flow at all. There cannot be a partially broken frangible that allows a little bit of flow. The customer was provided with support documentation with quick reference guides for the correct connect spectra optia apheresis system. Upon inspection of images by terumo fpt, it did show signs of clumping and clotting in the channel starting approximately 336 minutes into the procedure. At that time, the inlet:ac ratio was set to 6 and had been so starting 265 minutes into the procedure. The run data file (rdf) was analyzed for this event. The signals in the rdf indicated that the in the last ten minutes of the procedure, the operator experienced 4 times "return pressure too high" alarms, they did not select any of the possible causes and pressed 'continue' on each. Then left the procedure paused for 6 minutes prior to ending the run and rinse back was not completed. Every procedure should be observed for platelet clumping in the connector and the collect port since it is difficult to predict the likelihood for platelet clumping to occur based on patient counts alone. A platelet clump tends to look like a dark clump, which may be light on either side, traveling through the collect port in the connector. This may be observe in the image on the collection status screen, or by looking though the view port. It is best to eliminate the clump and stop the clotting cascade as quickly as possible by decreasing the inlet:ac ratio to 8:1 until the clump disappears. If there is not a proper amount of ac in the system or clumping is already present, clots may form in the product bag. When using a correct connect set, completely breaking the frangible on the acd-a bags is a crucial step in a successful collection. In procedure, the clumping did not appear until two minutes after an "ac container is almost empty" alarm prompt. This could be an indication that the frangible on the new bag of acd-a was not broken and prevented flow of ac into the system. If the frangible is occluding the flow of ac, clumping can occur inside the channel and/or set. Even if clotting in the channel cannot be observed through the view port, it may occur downstream in the set or product bag if the amount of ac in the system is insufficient. Based on the signals seen in the run data files, the optia device operated as intended. Lot number, manufacture date and expiry are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that toward the end of a continuous mononuclear cell (cmnc)collection procedure on a spectra optia device, they received an alarm and noticed platelet aggregates in the collect line exiting through the centrifuge. The customer contacted terumo bct for troubleshooting. The customer stated that the run has the ac ratio of 8:1 and donor was asymptomatic during most of the procedure. The support specialist suggested to the operator to lower the ac ratio to 6:1 or to increase the cpfr slightly to see if it moves the platelet aggregates from the interface as if the clumping is not resolved it will impact the collection efficiency of the collection and the yield collected. During subsequent follow-up with the customer, the operator confirmed after notifying their superior, a decision was made to not process the stem cell collection product due to excess clumping in the product. The donor is reported in the stable condition. The patient was required to do an unplanned second collection when, per the customer, one collection would have been adequate. The patient's identifier (ID) and age information is not available from the customer. Patient's gender and weight information were obtained from the run data file (rdf).the spectra optia idl set is not available for return because it was discarded by the customer.